Event description:
It was reported that the device was at elective replacement indicator (eri) and replaced. It was also reported the longevity of the device may have been affected by higher than normal right atrial (ra) lead thresholds. The physician decided to replace the ra lead to due to high thresholds which will aid in optimizing the long term performance of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6945-65 implantable tachy lead 2000 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary-the device was returned and analyzed. The device met 80% of lower 99.9% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.